Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - (B)(4) or baxter healthcare - (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported near the connection point of the homechoice cassette supply line and the supply bag, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during fill two of five of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a leak noted near the connection point of the homechoice cassette supply line and the supply bag that led to this alarm. Renal therapy services (rts) assisted the patient with ending therapy and reviewed proper procedures per the user manual with the patient. Rts advised the patient to contact the pd nurse regarding the event. There was no patient injury or medical intervention associated with this event. No additional information is available.